Event description:
A malfunction alarm was reported with the pump, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Despite assistance from technical support to properly load a new cartridge, the alarm persisted, preventing the customer from resuming insulin therapy with the pump. Technical support decided to replace the pump and instructed the customer on using multiple daily injections as backup therapy. The customer was guided on how to put the pump into storage mode before returning it to tandem using a pre-paid label.